Manufacturer narrative:
Mcs is not aware of any problem with the device. After receiving the device from a pt, it is tested and only if it passes this testing, it is then handed out to another pt. This device was passed on according to this regular method to another pt and to the best of our knowledge is working properly. Mcs requested device return for investigation but it was not returned by its user yet. Available data shows that the device was used by the complaining pt for five days post discharge with a high compliance recorded by the svc provider at 91% (well within the recommendation for compliance).

Event description:
Mcs was notified on (B)(4) 2013 that the pt's wife reported that they do not intend to pay their bill, that the compression system used by her husband was defective and did not work, and that he developed a blood clot.